Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage /instrument broke during implant process") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 4 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2007 and (B)(6) 2013), miscarriage, pre-eclampsia and gestational diabetes. Concomitant products included norethisterone (micronor) for birth control as well as cilest (tri-cyclen lo), fluoxetine hydrochloride (prozac), ibuprofen, ibuprofen (motrin), pamprin and sertraline (zoloft). In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and depression ("depression") with depressive symptom. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced back pain ("back pain / pain back"), dyspareunia ("pain during intercourse. / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives"), bladder disorder ("bladder problems or changes"), dysuria ("urinary problem or changes"), urinary tract infection ("chronic urinary tract"), bacterial vaginosis ("b.v. (Interpreted as bacterial vaginosis)"), headache ("headaches"), nausea ("nausea") and arthralgia ("joint pain"). In (B)(6) 2016, the patient experienced tooth loss ("teeth fell out."). In 2017, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / pain abdominal"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines, specifically behind her left eye"), tooth disorder ("teeth becoming increasingly weak and sensitive/dental problems"), sensitivity of teeth ("teeth becoming increasingly weak and sensitive"), the first episode of complication of device insertion ("I had a failed essure and he couldn't find the tip of the instrument used for the procedure"), anxiety ("anxiety"), weight increased ("weight gain") and the second episode of complication of device insertion ("device breakage /instrument broke during implant process"). The patient was treated with naproxen sodium (aleve), diphenhydramine hydrochloride (benadryl) and epinephrine (epipen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, fatigue, weight fluctuation, dyspareunia, migraine, tooth disorder, sensitivity of teeth, tooth loss, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, dysuria, chest pain, bacterial vaginosis, headache, nausea, arthralgia, the last episode of complication of device insertion and depression outcome was unknown and the urinary tract infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chest pain, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, sensitivity of teeth, tooth disorder, tooth loss, urinary tract infection, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: patient is scheduled for removal in 2018. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical events are and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-feb-2018: reporter added, patient historical condition added, treatment drug and concomitant drug added, events added as follows: device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, bladder disorder, dysuria, chest pain, tooth disorder, complication of device insertion, urinary tract infection, bacterial vaginosis, headaches, nausea, arthralgia, anxiety, urticaria, weight gain, depression, device monitoring procedure not performed, event depressive symptom was amended to depression. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation fallopian tube(s), device breakage ('device breakage /instrument broke during implant process / the tip of grasper may be in my body') and complication of device removal ('two of three essure were removed during tubal ligation') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included multigravida, parity 4 (B)(6) 2000,(B)(6) 2002,(B)(6) 2007 and (B)(6) 2013, miscarriage, pre-eclampsia and gestational diabetes. Ethnicity african american. Concurrent conditions included morbid obesity. Concomitant products included naproxen sodium (aleve) since 2013 for back pain, norethisterone (micronor) for birth control as well as since 2013, ethinylestradiol;norgestimate (tri-cyclen lo), fluoxetine hydrochloride (prozac), ibuprofen, ketorolac tromethamine (toradol), mepyramine maleate;pamabrom;paracetamol (pamprin) since 2013, naproxen sodium since 2013 and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea cramping"), anxiety ("anxiety") and depression ("depression") with depressive symptom. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain / pain abdominal"), fatigue ("fatigue"), dyspareunia ("pain during intercourse. / dyspareunia painful sexual intercourse"), migraine ("severe migraines, specifically behind her left eye"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), bacterial vaginosis ("b.v. Interpreted as bacterial vaginosis"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced back pain ("back pain / pain back"), bladder disorder ("bladder problems or changes"), urinary tract infection ("chronic urinary tract infections"), arthralgia ("joint pain") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urticaria ("hives") and dysuria ("urinary problem or changes"). In (B)(6) 2015, the patient experienced tooth disorder ("teeth becoming increasingly weak and sensitive/dental problems"). In (B)(6) 2016, the patient experienced tooth loss ("teeth fell out"). In (B)(6) 2017, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), weight fluctuation ("weight fluctuations"), hyperaesthesia teeth ("teeth becoming increasingly weak and sensitive"), device insertion failed ("I had a failed essure and he couldn't find the tip of the instrument used for the procedure"), complication of device insertion ("device breakage /instrument broke during implant process") and pelvic pain ("pain"). The patient was treated with diphenhydramine hydrochloride, epinephrine (epipen), steroids and surgery (tubal ligation, removal of two of three essure devices.). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, complication of device removal, back pain, genital haemorrhage, abdominal pain, dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, migraine, tooth disorder, hyperaesthesia teeth, tooth loss, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, dysuria, chest pain, device insertion failed, bacterial vaginosis, headache, nausea, arthralgia, anxiety, weight increased, complication of device insertion, depression, urinary tract disorder and pelvic pain outcome was unknown and the urinary tract infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chest pain, complication of device removal, depression, device breakage, device insertion failed, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hyperaesthesia teeth, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight fluctuation, weight increased and complication of device insertion to be related to essure. The reporter commented: patient is scheduled for removal in 2018. There were 3 coils noted on right and there were 4 coils noted at this time on left. Two of three essure were removed during tubal ligation (B)(6) 2013. Removal of one essure remaining device planned to dec2020, due to pain and other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. On (B)(6) 2013, pelvic x-ray report showed 3 thin wire like densities noted overlying the sacrum, which are consistent with the patient¿s recent operative procedure. (B)(6) 2018, abdominal x-ray report pelvic findings suggest a single limb of an essure device. There is a curvilinear thin opacity over the mid pelvic just to the left of the midline likely from an essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage /instrument broke during implant process / the tip of grasper may be in my body") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2007 and (B)(6) 2013), miscarriage, pre-eclampsia and gestational diabetes. Ethnicity- african american. Concomitant products included norethisterone (micronor) for birth control as well as cilest (tri-cyclen lo), fluoxetine hydrochloride (prozac), ibuprofen, ibuprofen (motrin), ketorolac tromethamine (toradol), pamprin and sertraline (zoloft). In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), anxiety ("anxiety") and depression ("depression") with depressive symptom. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced back pain ("back pain / pain back"), fatigue ("fatigue"), dyspareunia ("pain during intercourse. / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines, specifically behind her left eye"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives"), bladder disorder ("bladder problems or changes"), dysuria ("urinary problem or changes"), urinary tract infection ("chronic urinary tract infections"), bacterial vaginosis ("b.v. (Interpreted as bacterial vaginosis)"), headache ("headaches"), nausea ("nausea"), arthralgia ("joint pain"), weight increased ("weight gain") and urinary tract disorder ("urinary problems or changes"). In 2015, the patient experienced tooth disorder ("teeth becoming increasingly weak and sensitive/dental problems"). In (B)(6) 2016, the patient experienced tooth loss ("teeth fell out."). In 2017, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / pain abdominal"), weight fluctuation ("weight fluctuations"), sensitivity of teeth ("teeth becoming increasingly weak and sensitive"), the first episode of complication of device insertion ("I had a failed essure and he couldn't find the tip of the instrument used for the procedure"), the second episode of complication of device insertion ("device breakage /instrument broke during implant process") and pelvic pain ("pain"). The patient was treated with naproxen sodium (aleve), diphenhydramine hydrochloride (benadryl) and epinephrine (epipen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, fatigue, weight fluctuation, dyspareunia, migraine, tooth disorder, sensitivity of teeth, tooth loss, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, dysuria, chest pain, bacterial vaginosis, headache, nausea, arthralgia, anxiety, weight increased, the last episode of complication of device insertion, depression, urinary tract disorder and pelvic pain outcome was unknown and the urinary tract infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chest pain, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, sensitivity of teeth, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: patient is scheduled for removal in 2018. There were 3 coils noted on right and there was 4 coils noted at this time on left. Diagnostic results: on (B)(6) 2013, pelvic x-ray report showed 3 thin wire like densities noted overlying the sacrum, which are consistent with the patient¿s recent operative procedure. (B)(6) 2018, abdominal x-ray report pelvic findings suggest a single limb of an essure device. There is a curvilinear thin opacity over the mid pelvic just to the left of the midline likely from an essure device. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no medra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical events are and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events - "urinary problems or changes , pain", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage /instrument broke during implant process / the tip of grasper may be in my body") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2007 and (B)(6) 2013), miscarriage, pre-eclampsia and gestational diabetes. Ethnicity- african american. Concomitant products included norethisterone (micronor) for birth control as well as cilest (tri-cyclen lo), fluoxetine hydrochloride (prozac), ibuprofen, ibuprofen (motrin), ketorolac tromethamine (toradol), pamprin and sertraline (zoloft). In 2013, the patient experienced dysmenorrhoea ("severe mestrual pain / dysmenorrhea (cramping)"), anxiety ("anxiety") and depression ("depression") with depressive symptom. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced back pain ("back pain / pain back"), fatigue ("fatigue"), dyspareunia ("pain during intercourse. / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines, specifically behind her left eye"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives"), bladder disorder ("bladder problems or changes"), dysuria ("urinary problem or changes"), urinary tract infection ("chronic urinary tract infections"), bacterial vaginosis ("b.v. (Interpreted as bacterial vaginosis)"), headache ("headaches"), nausea ("nausea"), arthralgia ("joint pain"), weight increased ("weight gain") and urinary tract disorder ("urinary problems or changes"). In 2015, the patient experienced tooth disorder ("teeth becoming increasingly weak and sensitive/dental problems"). In (B)(6) 2016, the patient experienced tooth loss ("teeth fell out."). In 2017, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / pain abdominal"), weight fluctuation ("weight fluctuations"), sensitivity of teeth ("teeth becoming increasingly weak and sensitive"), the first episode of complication of device insertion ("I had a failed essure and he couldn't find the tip of the instrument used for the procedure"), the second episode of complication of device insertion ("device breakage /instrument broke during implant process") and pelvic pain ("pain"). The patient was treated with naproxen sodium (aleve), diphenhydramine hydrochloride (benadryl) and epinephrine (epipen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, fatigue, weight fluctuation, dyspareunia, migraine, tooth disorder, sensitivity of teeth, tooth loss, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, dysuria, chest pain, bacterial vaginosis, headache, nausea, arthralgia, anxiety, weight increased, the last episode of complication of device insertion, depression, urinary tract disorder and pelvic pain outcome was unknown and the urinary tract infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chest pain, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, sensitivity of teeth, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: patient is scheduled for removal in 2018. There were 3 coils noted on right and there was 4 coils noted at this time on left. Diagnostic results: on (B)(6) 2013, pelvic x-ray report showed 3 thin wire like densities noted overlying the sacrum, which are consistent with the patient¿s recent operative procedure. (B)(6) 2018, abdominal x-ray report pelvic findings suggest a single limb of an essure device. There is a curvilinear thin opacity over the mid pelvic just to the left of the midline likely from an essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('device breakage /instrument broke during implant process / the tip of grasper may be in my body') and complication of device removal ('two of three essure were removed during tubal ligation') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4 (B)(6)2000,(B)(6)2002,(B)(6)2007 and (B)(6)2013), miscarriage, pre-eclampsia and gestational diabetes. Ethnicity- african american. Concurrent conditions included morbid obesity. Concomitant products included naproxen sodium (aleve) since 2013 for back pain, norethisterone (micronor) for birth control as well as since 2013, ethinylestradiol;norgestimate (tri-cyclen lo), fluoxetine hydrochloride (prozac), ibuprofen, ketorolac tromethamine (toradol), mepyramine maleate;pamabrom;paracetamol (pamprin) since 2013, naproxen sodium since 2013 and sertraline hydrochloride (zoloft). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), anxiety ("anxiety") and depression ("depression") with depressive symptom. In (B)(6)2014, the patient experienced abdominal pain ("abdominal pain / pain abdominal"), fatigue ("fatigue"), dyspareunia ("pain during intercourse. / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines, specifically behind her left eye"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("b.v. (Interpreted as bacterial vaginosis)"), headache ("headaches") and nausea ("nausea"). In (B)(6)2014, the patient experienced back pain ("back pain / pain back"), bladder disorder ("bladder problems or changes"), urinary tract infection ("chronic urinary tract infections"), arthralgia ("joint pain") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urticaria ("hives") and dysuria ("urinary problem or changes"). In (B)(6)2015, the patient experienced tooth disorder ("teeth becoming increasingly weak and sensitive/dental problems"). In (B)(6)2016, the patient experienced tooth loss ("teeth fell out."). In (B)(6)2017, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), weight fluctuation ("weight fluctuations"), hyperaesthesia teeth ("teeth becoming increasingly weak and sensitive"), device insertion failed ("I had a failed essure and he couldn't find the tip of the instrument used for the procedure"), complication of device insertion ("device breakage /instrument broke during implant process") and pelvic pain ("pain"). The patient was treated with diphenhydramine hydrochloride, epinephrine (epipen), steroids and surgery (tubal ligation, removal of two of three essure devices.). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, complication of device removal, back pain, genital haemorrhage, abdominal pain, dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, migraine, tooth disorder, hyperaesthesia teeth, tooth loss, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, dysuria, chest pain, device insertion failed, bacterial vaginosis, headache, nausea, arthralgia, anxiety, weight increased, complication of device insertion, depression, urinary tract disorder and pelvic pain outcome was unknown and the urinary tract infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chest pain, complication of device removal, depression, device breakage, device insertion failed, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hyperaesthesia teeth, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight fluctuation, weight increased and complication of device insertion to be related to essure. The reporter commented: patient is scheduled for removal in 2018. There were 3 coils noted on right and there were 4 coils noted at this time on left. Two of three essure were removed during tubal ligation (B)(6)2013). Removal of one essure remaining device planned to (B)(6)2020, due to pain and other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. On (B)(6)2013, pelvic x-ray report showed 3 thin wire like densities noted overlying the sacrum, which are consistent with the patient¿s recent operative procedure. (B)(6)2018, abdominal x-ray report pelvic findings suggest a single limb of an essure device. There is a curvilinear thin opacity over the mid pelvic just to the left of the midline likely from an essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: information received via medical records. Two of three essure were removed during tubal ligation (B)(6)2013)- method of removal of 2 of 3 essure devices. Removal of one essure remaining device planned to (B)(6)2020, due to pain and other injuries. Event added: complication of device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.